Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
Event occurred regarding spinning spiros closed male luer, red cap where it was reported that it disconnected from patient line within first minute of infusion. Caused chemo to spill directly onto patient. Line remade with new spiros twice that also failed upon set up. Defective items not saved.